Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Analysis and results: there are no previous complaints of this code-batch. We have received 7 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): (B)(4) in average and (B)(4) in minimum (ep requirements: (B)(4) in average and (B)(4) in minimum). Additionally, we have tested the linear pull tensile strength of the samples received and the results are: (B)(4) in average and (B)(4) in minimum, and these results are correct and usual values for this thread and size. There are no european pharmacopoeia and united states pharmacopeia limits for this test. A review of the batch manufacturing record show this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Remarks: when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. No corrective/preventive actions needed. If additional information is received a follow up report will be submitted.

Event description:
It was reported during a plate osteosynthesis procedure, while suturing subcutaneous tissue, the thread broke easily during knotting (single-button suture). This occurred when suturing on the upper arm. It was reported the patient outcome is good. No additional patient information is available.